Event description:
A vaporizer, being used in a child's room, began to spark and smoke in the area where the motor housing is located. The unit was unplugged and no injuries occurred. The homeowner stated that she purchased the vaporizer in 6/93. She had not experienced any problems and had used the unit on occasions when her daughter had a cold accompanied by congestion. The vaporizer had been heating up rather quickly, but at the time, she did not see that as a problem. The respondent stated that in early 1/94, her young daughter had been suffering from congestion and she put the vaporizer in the child's room, setting it on a bureau which is located across the room from the child's crib. The unit had been in use for 4 to 5 consecutive nights. Sparks and smoke came from the vaporizer. She immediately pulled the plug out of the receptacle and as she did so, the appliance cord sparked.